Manufacturer narrative:
This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient on (B)(6) 2018. The physician reported a difficult insertion of the obtryx sling due to bilateral extrusion of the introducer through the epithelium. The sling was replaced and the epithelium was closed with 2-0 vicryl interrupted sutures. As reported by the patient's attorney, the patient experienced unspecified complications.